Event description:
It was reported that this pacemaker was exhibited functional loss of capture (loc). The device presented oversensing with pacing inhibition. The device remains in service. No adverse patient effects were reported.